Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead and the atrial lead exhibited noise over-sensing which led to pacing inhibition. The rv and the atrial lead were capped and replaced on 11 sep 2024. The patient was stable throughout.